Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device recorded several episodes of non-sustained lead noise. Recommended performing lead testing such as isometrics, positional testing, and pocket manipulation. Suspected emi interference. The lead remains implanted.

Event description:
New information received notes that the patient received inappropriate shocks due to lead noise. The noise was reproduced with isometrics, arm movement and pocket manipulation. The patient was scheduled for lead extraction.